Manufacturer narrative:
The customer reported that two devices contributed to two reported events (one device per event). The customer returned two devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the two returned devices will be used for the medwatch. The following mfrs were submitted related to the evaluation: 3012307300-2016-00151 and 3012307300-2016-00612. Two bivona® 5.5mm customized flextend¿ aire-cuf® tracheostomy tubes were returned for investigation. A third device, related to a different report, was also returned with the tracheostomy tubes. The devices were received without their original packaging and were reported to have been used by the patient. A review of the device history record, relevant to the two device lots, found no abnormalities during manufacturing. Additionally, it was noted that twill ties were provided with each of the devices prior to shipment. Visual inspection of the returned devices revealed that part of the eyelet walls had been torn completely through. A review of the reported events found that the patient had used tracheostomy tube holders which contain velcro to secure the tracheostomy tubes during patient use. The device instructions for use states, "guard against product damage by avoiding contact with sharp edges. Some tracheostomy holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity." Investigation determined that the root cause of the eyelet split was due to the use of the device in a manner inconsistent with the instructions for use.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that upon completing suctioning of the ventilator dependent patient by the father, the flange broke. The technique that the father was using with the posey tracheostomy ties was to have them tight enough to get two fingers underneath. That is when the flange ripped and the tracheostomy tube came out. This particular tracheostomy tube had been used for a week, cleaned by boiling and reused twice. The patient's father asked his wife for assistance, and she was able to put the backup tracheostomy tube in the patient. No further adverse health outcomes were reported.